Event description:
It was reported that the right atrial (ra) lead may have suffered an insulation breach along with oversensing and rising thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr303b, implantable pulse generator, (B)(6) 2003; 4092, implantable pacing lead, (B)(6) 2003; (B)(4).